Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with corneal edema and uptake, bacterial infection in both eyes. In addition left eye had irritation and photophobia. The topical steroid dosage was increased and antibiotics were given. Improvement was noted by day 5. It was stated that the patient had loss of best corrected visual acuity (bcva) in left eye. The patient complained of photophobia, irritation and redness in left eye and pain in both eyes that started in (B)(6) 2017 with light sensitivity and mucous discharge. Patient reported symptoms are significantly interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.25 x -1.25 x 173, left eye pre-op 20/20 -4.00 x -1.00 x 2. Bcva from (B)(6) 2017: right eye pre-op 20/20, left eye pre-op 20/40.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Field service specialist performed quarterly pm. Made minor adjustment to oscillator current. Found no cause for patient inflammation. Made no further system adjustments. Applications support manager completed intralase evaluation with findings within normal limits.